Manufacturer narrative:
(B)(4). Date sent: 10/7/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of reflux, morbid obesity, tobacco use and hiatal hernia. Medical records state that after failing medical therapy, patient underwent comprehensive workup and was deemed a surgical candidate. Patient underwent laparoscopic hiatal hernia repair with size 14 linx implanted on (B)(6) 2017. Operative note states surgeon noted this was a difficult case due to patient¿s morbid obesity complicating dissection and limited exposure. 8 years after implant, patient was found to have a fractured linx device during plain x-ray of her thoracolumbar spine by an orthopedic doctor in (B)(6) 2025. Medical records provided indicate patient states prior to x-ray she had been having heartburn, epigastric pain, difficulty swallowing, nausea and vomiting, and this has been going on for several months. Patient then underwent a robotic assisted linx explanation on (B)(6) 2025 without complication. No surgical therapy for reflux symptomatology was undertaken. Patient did well post operatively.